Event description:
Sorin group received a report that during a case the arterial pump stopped while the display was still indicating flow. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during bypass the arterial pump stopped while the display was still indicating flow. There was no patient injury. The pump was returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.